Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I also had removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amnesia ("terrible memory loss"). The patient was treated with surgery (removed in 2014 (discrepancy)). Essure was removed. At the time of the report, the medical device removal and amnesia outcome was unknown. The reporter considered amnesia and medical device removal to be related to essure. The reporter commented: essure removal date discrepancy (2014), while insertion date is 2015. Concerning the injuries reported in this case, the following ones were reported via social media :amnesia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. The case is incident now. The previously reported event; injury' was replaced with new event 'medical device removal' and memory loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.